Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open breast conserving surgery, clips were unable to load properly into the jaws. It was also stated that there was visible white powder. Another device was used to complete the case. There was no patient injury.